Event description:
In 2008, the sales representative reported that during a posterior-lateral fusion, the surgeon was using the screwdriver and it would turn but not engage the screw. Additional info received one week later, via telephone, the sales representative reported that during surgery when the surgeon was using the screwdriver the threads of the driver would not match up with the screw. When the surgeon would try to disengage, the black shaft of the driver from the tulip head the driver would not back out easily. The surgeon intervened and used a cobb instrument to assist him with disengaging the black shaft of the driver from the tulip head. The surgeon then used another driver within the kit to finish the case as intended. There was no report of surgical delay or pt injury.

Manufacturer narrative:
Visual and functional examination indicates the lead thread on the screwdriver retaining shaft is deformed and the shaft end is flared. Functional testing found the deformation inhibits the retaining shaft from threading onto the screw head. The sequoia drivers were recalled in 2008, and the district office recall & emergency coordinator was notified of the actions taken in 2008. Further investigation is pending.